Event description:
The trunk -ipsilateral leg component of the excluder bifurcated endoprosthesis was successfully deployed, however the device landed lower than anticipated. The contralateral leg component was successfully deployed. Final angio revealed that the right hypogastric artery had been inadvertently covered by the trunk-ipsilateral leg component. No further treatment was necessary and the case was completed.